Event description:
Patient complained of ru of abdominal burning (hot). We telemetry monitor removed by patient's family. Box hot to touch - family called nurse into room. The box on over bed table. Hot to touch noted by nurse. Blister noted on patient's abdomen.